Event description:
It was reported by service report that the pt head end left and right and the foot end life side rail will not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail inadequate lubrication.